Event description:
It was reported that an edwards physio mitral annuloplasty ring was explanted after an implant duration of approximately 15 years. The ring was excised and the patient's valve was replaced with a prosthetic valve. The patient underwent redo prosthetic aortic valve replacement (non-edwards device), mitral valve replacement (subject event), and a tricuspid valve repair. The received operative report indicates, " this is a (B)(6) female who had an aortic valve replacement approximately 15 years ago due to endocarditis. She also had a mitral repair. She has had progressive heart failure and was found to have a very high gradient across the aortic valve on recent echos with a velocity of over 4m/sec. She also had severe mr and moderate tr." Operative findings indicate, " well incorporated aortic valve with a moderate amount of pannus under the valve, well seated aortic valve post implant, dehisced mitral ring [subject device] with the a1 segment with prolapsing a3 and heavily restricted posterior leaflet, well seated mitral valve post replacement, functional tr, 4-mm perimembranous vsd, good function post bypass."

Manufacturer narrative:
(B)(4) = dehiscence. The device serial number has not been provided and could not be traced, therefore, no device history record review can be performed. Dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. In this case, the patient had aortic, mitral and tricuspid valvular disease which required intervention during the same procedure. It is likely that the explant of the mitral annuloplasty ring is caused by progression and disease, taking into consideration the long implant duration (15 years) of the subject mitral ring.